Event description:
It was reported that this right ventricular (rv) lead presented an increase in its capture threshold measurements, so it was examined and found to present calcification, subsequently it was capped and surgically abandoned due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.